Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that during a cataract with intraocular lens (iol) procedure there was no ultrasound from the handpiece. The staff retested the handpiece and then it began to function. The surgery was completed with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The customer reported that the system had no ultrasound coming out of the phaco handpiece. The surgeon indicated that the event was caused by use error. The staff retested the phaco handpiece and then it began to function. The surgery was completed with no harm to the patient. The system was manufactured on november 7, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to use error. Hp no further information could be obtained from this customer. With no additional, related information provided, the customers reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).